Manufacturer narrative:
(B)(4). The neurostimulator and lead have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced a "raw spot" on the side of the device which went away after the battery was turned off. The pt also had pain at the device site and was not receiving therapy. The pt was concerned at the inability to have a MRI in the future due to the implantation of the device. Thus, the pt requested that the device and the lead be removed. The explantation procedure was accomplished without difficulty. The pt was doing fine "on their own," without the device.